Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when plugging the pump into a power source. Reportedly, the customer switched to a different usb cable and subsequently observed the battery gauge to be fluctuating. The customer's blood glucose (bg) was 170 mg/dl. The customer declined to troubleshoot the power source alert and continued using the pump for insulin therapy.